Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrows had delayed responses. The patient denied trauma, damage or moisture with the pump. The patient confirmed that the keypad is intact. The patient reportedly wore the pump in a case and cleans the pump with a damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrows and contrast buttons were intermittently unresponsive and required multiple presses with increased force to engage; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.